Manufacturer narrative:
An event of device deformation upon deployment in the patient was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 22mm amplatzer septal occluder(aso) was selected for implant. When the aso was deployed in the patient's defect, both sides of the aso deformed into a cobra head shape; deformation on the ra side disk especially prominent. A few attempts were made to restore the original shape, but the issue could not be resolved. The same-sized aso was selected as a replacement and implanted, and the procedure was completed with no further issue, with no adverse consequence to the patient.